Manufacturer narrative:
Additional information was added to d10, f2, h3, h4 and h6. F2: medwatch report number: mw5096354. H10: the actual samples were not available; however, twenty-eight (28) companion samples were received for evaluation. Visual inspection in all samples did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed in ten (10) randomly selected samples which revealed a leak between the spike port tube and the spike port bonding area only in two (2) samples. The reported condition was verified only in the two (2) samples. The cause of the condition was not determined; however, the most likely cause was due to inadequate or lack of cyclohexanone being applied to the spike port connector when it was inserted to the spike port tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from middle port. The leaks were discovered during setup prior to patient use. There was no patient involvement. No additional information is available.